Manufacturer narrative:
The device was received. An investigation is in progress. A follow up medwatch report will be submitted when the investigation is complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The pump was programmed to deliver an unspecified solution at an unspecified rate within a range of 0.1ml/hr - 5.0ml/hr. No further programming parameters were provided. After delivering for approx 10-12 hours, air bubbles ranging from 1.5mm - 5.0mm in length were noted distal to the pump with no pump alarm. No air was delivered to the pt. The physician was notified. There were no reported adverse pt effects and no reported delay of therapy critical to the pt. No medical interventions were required. The pump and tubing set were removed from clinical service. Therapy was resumed using a replacement pump. During testing at the user facility, an unspecified number of air bubbles were noted distal to the pump with no pump alarm when the device was programmed with rates less than 5ml/h4. Though requested, no additional info was provided.